Manufacturer narrative:
The device and the lens were returned separated. The plunger lock and lens stop had been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger had been retracted to mid-nozzle. No damage observed. The lens was returned loose. Viscoelastic was observed on the lens. Both haptics were fold in typical of advancement. The optic had a small crack in the center of the anterior surface. This may indicate the plunger was not in a proper position for advancement. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported premature ejection of the lens could not be determined. Lens advancement is a manual operation controlled by the end user. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The optic had a small crack in the center of the anterior surface. This may indicate the plunger was not in a proper position for advancement at the optic edge. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol prematurely ejected. No patient harm. Additional information has been requested.